Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Exact cgm and bg values were not provided, however reporter stated that there was a difference of 100 points. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available.